Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: ddmc3d4 ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the patient complained of shocking sensation around device area. Evaluation of data transmission indicated right ventricular (rv) lead threshold trending upward. Patient evaluation revealed that the patient experienced diaphragmatic stimulation. The rv lead was re-positioned and remains in use. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.